Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. No unexpected delivery alarms or anomalies were noted during testing. The battery was removed and reinserted after some time, and no pump error 23 anomalies were noted. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. No relevant alarms were recorded in adapt to confirm any delivery anomalies or unexpected alarms. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 18:37:00 after more than 7 days at 16.08 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 15:31:00 after more than 7 days at 18.37 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) with normal behavior during download history review. Proceed by cutting the unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer allegations with insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing or in download history review. Customer allegations of pump error 23 were not confirmed as pump error 23 is a known alarm and no anomalies with pump error 23 were noted during testing. Customer allegations of battery lasts less than expected were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm, and the batteries are not lasting. The customer received a post-reset ram crc alarm (pump error 23). The customer reported no adverse event. The event involved product(s) unomedical, mmt-1884, and mmt-342. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past-resolved event. Troubleshooting was performed for the pump error 23, and the serialized device was replaced. Troubleshooting was not performed for the short battery lifetime. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for unomedical, and mmt-342